Manufacturer narrative:
No code available . Undefined device problem. To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 07/03/2019.

Manufacturer narrative:
It was reported that the patient underwent a hernia repair surgery on (B)(6)2013 and physiomesh was implanted. No additional information was provided. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Patient code: surgical intervention device code: (B)(4) hernia recurrence occured. It was reported that patient underwent revision of mesh on (B)(6) 2017 by dr. (B)(6) at (B)(4) due to recurrent hernia.